Event description:
A malfunction alarm was reported on the pump, with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and guided the caller through the reset process. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump. The customer was instructed to call back if the malfunction code appeared again, which they acknowledged and understood.